Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. The patient's representative reported that the patient was in the hospital and had been having trouble for months now. The caller stated that the patient had morphine in the pump, but they were still in terrible pain and the pump had not been providing relief. The caller also stated that they had been having confusion and all different kinds of things, and they did every test in the book, and they were saying it was not the brain. The caller stated that they were speculating that it may have something to do with the pump, and they didn't know if it was leaking somewhere or malfunctioning. Per the caller, the pump was currently programmed to its lowest dose, but the pump had not helped if the drug was programmed higher or lower.